Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The complaint states that "transmitter battery" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.